Event description:
Patient revised on (B)(6) 2021 due to dislocation approximately 4 months after rpimary surgery. Surgeon explanted 36/+3 standard humeral cup and replaced it with a 36/+3 stability humeral cup.